Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation under her ECG electrodes. The patient reported that their doctor advised them to take a vitamin d supplement for the reported irritation. There was no alleged device malfunction. Follow up indicated that the patient's medical outcome improved.